Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. Returned product consisted of a spiroflex thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Blood was present inside the device and in the attached waste bag. Inspection of the device revealed numerous kinks in the shaft. At a severe kink 29cm proximal of the tip, the hypotube was found to be broken. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to break, when the hypotube is broke, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console. Product analysis confirmed the reported event, due to the hypotube being broken causing the device not to prime.

Event description:
It was reported that an error message occurred. An angiojet spiroflex catheter was selected for use. During thrombectomy, an error message appeared which displayed "check flush bag/no flow". This occurred after 4 seconds of active use. A new angiojet spiroflex catheter was selected for use. During thrombectomy while inside the patient, the same error coded appeared. They were no visible defects noted on either device. The procedure was completed, and no patient complications were reported.

Event description:
It was reported that an error message occurred. An angiojet spiroflex catheter was selected for use. During thrombectomy, an error message appeared which displayed "check flush bag/no flow". This occurred after 4 seconds of active use. A new angiojet spiroflex catheter was selected for use. During thrombectomy while inside the patient, the same error coded appeared. They were no visible defects noted on either device. The procedure was completed, and no patient complications were reported.